Event description:
It was reported this was a venotomy closure of bilateral common femoral veins for an ablation interventional procedure. An 11f sheath was used in an access site in the left common femoral vein (lcfv). An 8f sheath was used in one of two holes in the right common femoral vein (rcfv). The sutures of one proglide were pre-placed via an 17f sheath hole in the second access site hole in the rcfv. The ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide suture in the rcfv 17f access site. A proglide was then used in the lcfv (11f) access site to achieve hemostasis (post close technique). A proglide was also used after the ablation to achieve hemostasis in the rcfv 8f access site hole (post close technique). Reportedly post procedure, when the patient was at home, the patient was choking on something and coughed hard. It was then noticed that there was bleeding from an access site in the rcfv. The patient returned to the hospital. It was determined that the bleeding was from the 17f access site in the rcfa. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effect of hemorrhage is listed in the perclose proglide instructions for use (IFU), as a potential adverse event of use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4- a partial UDI was provided as the lot number is not known.